Event description:
It was reported that balloon rupture occurred. The severely stenosed target lesion was located in the severely calcified mid right coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during initial inflation at before reaching nominal pressure, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
(B)(6).